Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, high shock impedances were noted on this lead. Patient complaints of pain were also reported. On (B)(6) 2019, the lead was explanted and replaced, at which point dislodgement and fracture were observed as well. Should additional information be received, this file will be updated.